Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon via an implantable pump. It was reported that there was an abdominal wound infection on 2023-feb. The patient was hospitalized or experienced a prolongation of hospitalization. The patient recovered on (B)(6) 2023. Causal relationship to the drug was indicated as related. On (B)(6) 2023, infection of the abdomen was suspected. On (B)(6) 2023, all intrathecal baclofen (itb) systems, including the pump, were removed.